Event description:
Additional information was received from the hospital that saw the patient in relation to the device area being hot. The notes from the hospital indicate that the patient presented to the emergency room stating his device pocket was hot to the touch and painful. The pain increased if the pocket area was touched. Upon physical exam the pacemaker pocket warm and had an overlying erythema with tenderness to palpitation. It was noted that the likelihood of an infection was small as the patient did not have a fever and his white blood count was not elevated. It was also noted that the redness and tenderness decreased during the patient's emergency room visit. The patient was discharged without any medications and would follow up with his physician since the patient was already scheduled for a replacement procedure at the time of the emergency room visit.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this ICD was thoroughly inspected and analyzed. External visual inspection of the device revealed no anomalies. Although the device memory diagnostics demonstrated that the daily battery voltage measurements displayed an irregular pattern of discharge, the battery voltage level upon receipt in the laboratory 2.845 volts was sufficient to ensure therapy availability/delivery while the device was implanted. The device case was then opened to facilitate analysis of the internal components. The battery was separated from the other device electronics and the overall current draw of the circuitry was measured. A normal current drain was observed within the circuitry. Collectively, the pattern of irregular daily battery voltage measurements in conjunction with normal power levels and device hybrid current draw is consistent with behavior of devices where a latent current leakage path has occurred within the battery itself, resulting in a partial depletion of the battery.

Event description:
Additional information was received that the patient report that the device area was hot to the touch one month earlier and that he went to the emergency department. No further information regarding the emergency room visit is available at this time. It is noted that the device was explanted and returned for analysis.

Manufacturer narrative:
No additional information is available. If additional information becomes available the report will be updated at that time.

Event description:
Boston scientific received information that this device recorded a code 1003 indicative of battery voltage too low for the projected remaining capacity. Data analysis showed the battery appeared to be depleting more quickly than expected. Device replacement was recommended. The patient contacted boston scientific technical services (ts) five days after the clinician contacted ts to report the code 1003 and noted that their device was emitting tones. The patient stated that their physician had recommended them coming in for device replacement. Ts referred the patient back to their physician. To date the device remains in service and no adverse patient effects were reported.